Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. (B)(6) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 60 and 79 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 152 mg/dl and 154 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/28/2017 and open vial date is month of (B)(6) 2016. The customer had not had any changes in his diet or exercise regimen and takes lantus to manage his diabetes. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with the 5 results provided in the meter's memory.